Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: "treatment results of gore® excluder® iliac branch endoprosthesis in our facility" case 1: on an unknown date, this patient underwent an endovascular repair using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm, right common iliac artery aneurysm and left common iliac artery aneurysm. The right internal iliac artery was coil embolized, and gore® excluder® aaa endoprosthesis was implanted with gore® excluder® iliac branch endoprosthesis in the left side. In the perioperative period, right-dominant bilateral buttock claudication was observed, however, it spontaneously disappeared 4 days after the procedure. Maximum creatinine kinase (ck) was 407u/l. The patient was discharged from the hospital on the postoperative day 7. Also, on an unknown date after the procedure, a type ii endoleak originating from the left side lumbar artery was observed. After 3 months, the endoleak spontaneously disappeared. No further issue was observed.